Event description:
Complainant alleged that during training by a zoll sales rep the device reported a "bridge test fail" message while testing at 30 joules. The message would not clear after numerous times. Complainant indicated that there was no pt involvement in the reported malfunction.